Manufacturer narrative:
The serial number of the cobas pro ise analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from three to four patient samples tested on the cobas pro ise analytical unit. The initial results were reported outside of the laboratory. The reporter stated the morning na qc was out of range prompting the rerun of the previous patient samples on their other analyzer. The reporter was able to provide one example of a discrepant result: the initial na result from the analyzer was 160 mmol/l. The repeat result from the other analyzer was 152.9 mmol/l (rounded off to 153 mmol/l). The repeat result was deemed correct.

Manufacturer narrative:
The investigation reviewed the last calibration performed on (B)(6) 2024; the results were within specifications. The investigation reviewed the qc recovery; the qc recovery was acceptable before the patient sample was run but was out of range after. The field service engineer inspected the analyzer and replaced both the vacuum & sipper nozzles. He also cleaned the dilution vessel and ran a probe wash and air purges. The customer performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.